Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient had been talking with their health care provider (hcp) about doing another reposition surgery on the implantable neurostimulator (ins) because it stuck out. The hcp ended up stalling because the patient had to have other surgeries. The patient started talking to their hcp about a year to a year and a half ago about the ins sticking out. The patient gained weight so they thought maybe the fat cells were pushing it out. The patient was not sure if there was scar tissue causing the problem and they had a condition which made them prone to scarring. The patient was wondering if there was anywhere else on their body where the ins could be implanted. The patient had no signs of itching or redness at the ins site. Sometimes the patient got dizzy, off balance, and had vertigo and they would bump the ins site and it would ¿hum.¿ the patient was getting the poor communication screen on the patient programmer since (B)(6) 2015. When using the programmer to make therapy adjustments the patient frequently had to resync because they lost connection. The patient didn¿t even hear the programmer beep half the time anymore. Every time the patient hit their plus or minus button they had to resync, so they were not able to keep increasing or decreasing steadily. The patient could only move up one unit at a time and then had to sync again and had to sync every time they changed programs. The intermittent poor communication was getting worse over time. The patient did not use the antenna with the programmer and was instructed to use the antenna. The patient may have been pressing the navigate key while changing level settings. No product was sent to the patient and the issue was ¿repaired¿ over the phone. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.